Manufacturer narrative:
The customer reported that the analyzer "got super hot". They took the batteries out and stated that they "exploded". There were no allegations of patient/user harm. There were no allegations of incorrect results. Currently it is unknown whether or not the device may have malfunctioned, as the device was not returned. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that the analyzer "got super hot". They took the batteries out and stated that they "exploded". There were no allegations of patient/user harm. There were no allegations of incorrect results.